Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the device was inserted to biopsy channel of a rigid endoscope which space was too narrow. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section: -operation manual important information ¿ please read before use ¿ never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the oes bronchofiberscope has fallen rubber at the distal end, tightened upper sheath. This issue was found during an unspecified procedure. There was no delay and the procedure was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a lacerated bending section cover and a damaged sheath of the bending tube caused by usage of excessive force to the bending section cover. Other findings include: the bending section cover had a leak; the bending section cover was porous; the bending tube was deformed; the connecting tube was deformed and had a wrinkle; the scope body had a scratch; the up/down knob was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility